Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal es was deployed. Two days after the procedure, the pt returned to the emergency room with complaints of a painful, cold, pulseless foot. A surgical consultation was obtained and a thrombectomy was performed on the right superficial artery. The pulses were restored and no further complications were reported.